Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Preliminary evaluation confirmed the reported issue. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery failed on delivery. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018. The manufacturer¿s customer specialist stated that a replacement ventilator sent.

Manufacturer narrative:
Date rec¿d by MFR: 13jan2019. Failure analysis on the returned v60 ventilator and back-up battery shows that this customer returned v60 ventilator was tested and no failures were identified. This customer returned backup battery was returned in a depleted state. Trickle charging this unit corrected the failure with this battery with no other failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.